Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-18- user has high glucose value. Test strip (B)(4). Manufacturer contacted customer (several attempts) in a follow-up call in order to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for hi blood glucose results. Grandson is calling on behalf of the customer. The customer is concerned with results obtained of hi, 336 and 202 mg/dl. The expected fasting blood glucose test result range is 120 mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification in the bedroom. During the call on (B)(6) 2018, a back to back blood test was performed non- fasting by the customer and produced test results of 508 and 493 mg/dl using true metrix air meter. The test strip lot manufacturer's expiration date is 4/24/2019 and open vial date is one month ago. The meter memory was reviewed for previous test result history: (date/time not stored correctly) (B)(6).